Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -foreign material was adhered to the electrical contacts of the video connector and the scope communication error b30 occurred. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised there was the possibility this phenomenon was attributed to a communication failure due to foreign material adhering to the electrical contacts of the subject device video connector. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.